Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire removal difficulties occurred. A 035/260 amplatz super stiff¿ guide wire was selected however; it was noted that the textured was incorrect and scratched and would not fit through the .035 non-bsc support catheter. The device was immediately removed from the sterile field and the end of wire had to be cut to removed from the catheter. This was during procedure and when the device was inside of the patient's body. No patient complications were reported and the patient's status was fine.